Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned and analyzed. Outer insulation breached depression. The proximal conductor had blood/body fluid (not obstructed); outer insulation had cosmetic depression; blood in/on the helix/lobe mechanism.

Event description:
Infection was reported. The lead was removed, analyzed and subsequently tested out of specification. No further patient complications were reported.